Event description:
It is reported that the pt was revised due to wear of the articular surface. Upon explanting, it exhibited holes and granuloma around the screws of the tibial component. The tibial component exhibited a rough surface.

Manufacturer narrative:
This report will be amended when our investigation is complete.